Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. No labels were removed and the device was received in good condition with scratched screen. The moment the device was powered up the device started double beeping, replace downstream sensor. Replace rear labels. Unable to complete fm-dp-20085-08 to test the back-up capacitor due to downstream sensor issue. Actions/repairs were completed to correct the reported problem: replacement of downstream sensor.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited double beeping and had a damaged rear label. No patient consequences were reported. No adverse effects were reported.